Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B) (4): device unavailable for analysis.

Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, a patient death occurred. The target lesion was located in the left anterior descending (lad). The reference vessel diameter was 2.5mm and lesion length was 24mm. Pre-procedure was 99% stenosis and post procedure was 2% stenosis. A 2.5x24mm liberte stent was implanted. Direct stenting was not attempted. The procedure was a technical success. Post-procedure/pre-discharge, a target vessel/lesion related myocardial infarction (mi) occurred with new q waves evident in the anterior leads of the EKG. Heparin and an iib/iiia inhibitor were administered at the time of the mi. The same day stable class 3 angina was reported. The patient died, cause of death was due to cardiac causes of the anterior mi.